Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. The information on initial reporter and site of the event were not disclosed in the (B)(6).

Event description:
A report was retrieved from health canada online database regarding an issue wherein the syringe pump displays an incorrect message. There was no patient involvement.